Manufacturer narrative:
The pump was received with corroded electronic assemblies, a corroded motor home switch, minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump was exposed to moisture as the device was dropped into the swimming pool. Blood glucose was reported as normal at 8.7 mmol/l. The device continued to work until the device finished the insulin in the reservoir. Customer was attempting to rewind the device but was unable to clear the screen. The device is being returned for further analysis.